Event description:
The bed was being evaluated in the biomed shop for an air hose leak when a burning odor was observed. Upon further investigation, it was found that the air valve assembly, contained within the mattress, had experienced some abnormal heat damage. Hill-rom was called and a complete mattress assembly was delivered to replace the damaged assembly.